Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump case would not clip securely to the customer's clothes. Subsequently the pump case fell, causing the infusion set to be pulled out. Customer's blood glucose level was 198-199 mg/dl.